Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had a fall and caused trauma to the ipg site which subsequently lead to infection. The patient will undergo an explant procedure. No device malfunction was suspected.